Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (ecgs non-functional) has been confirmed. Upon investigation the electrode belt failed an ECG fall-off test. The cause for the failure was isolated to a defective q1 component of the ECG d cable. The root cause for the defective q1 could not be positively identified. No adverse event resulted from the damaged electrode belt.

Event description:
A us distributor reported that a patient was experiencing ecgs non-functional messages.